Event description:
Medtronic received a report that a pipeline patient experienced hematoma or hemorrhage at the puncture site. This caused a hemorrhagic event, hypotension, hypertension, anemia, and thrombocytopenia. The patient underwent vascular repair surgery for the puncture site hemostasis failure (closure device failure). The event was considered severe, and was noted to be recovering as of (B)(6) 2021. The event was assessed as not related to the device, and possibly related to the procedure. The patient also experienced a worsening in their mrs score following the procedure. During the procedure it was 0, 7 days post procedure it was 1, 30 days post procedure it was 1, and 6 months post procedure it was 0. Additionally, the patient experienced deep vein thrombosis of their lower extremities with pain and gait disturbance starting on on (B)(6) 2021. This was assessed to be not related to the device or procedure, and recovered after the administration of edoxaban on (B)(6) 2021. The patient was undergoing treatment for an unruptured, saccular aneurysm located on the greater curvature side of the c7 segment of the left internal carotid artery. The height was 18.2mm, the max diameter was 21.0mm, the dome diameter was 13.8mm, and the neck diameter was 8.2mm. There was no daughter sac present. The aneurysm was discovered after a close examination of the muscle weakness in the left lower limb indicated that the right frontal clavicle was simultaneously affected by a meningioma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was treated with anticoagulant therapy for lower limb vein thrombosis. The event was noted to be a secondary complication due to access site puncture hematoma.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received and investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received the outcome of the event was recovered on (B)(6) 2023.

Event description:
Additional information recieved reported it was confirmed that no adverse events occurred at the time of discharge from the hospital or 7 days after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.